Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73h1500322 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The elastic bands on the product are cracked and broken. There was no patient involvement; found prior to use.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws were partially closed and a rotation tab is bent out of place. It was also found that the knob was partially opened. The returned device appears used as there is biological material present on the sample. No other defects or anomalies were observed. Reference files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample would not load any clips into the jaws. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 3 clips remained in the channel indicating that 12 clips were fired by the end user. The feeder was damaged at the patient end and the yoke was also damaged. This prevented the clips from being pushed out of the feeder and into the jaws. No other defects or anomalies were observed. Reference attached files (B)(4). Other remarks: the IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "handle locked" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was disassembled to determine why the clips were unable to load into the jaws. It was found that damage to multiple internal components resulted in the clips being unable to fire. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The elastic bands on the product are cracked and broken. There was no patient involvement; found prior to use.